Event description:
It was reported by the rep the device was used during an ileal conduit. It was reported after successfully firing approximately 13 clips. The surgeon began taking down the small bowel mesentery and noticed two clips did not advance to the distal tip of the device. The device was removed from the sterile field. It continued one clip advanced only to the beginning of the angled tip. It moved to the distal tip end. A susequent clip was opened and utilized to complete the take down of the mesentery. The cartridge in the applier is original to the device, not a reload. There was no consequence to the patient.